Event description:
The lay user/patient contacted lfs on (B)(6) 2010 alleging a calcode issue with their one touch ultramini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the alleged issue with the meter began on (B)(6) 2010 at 10:00am. Since the patient was unable to test their blood glucose and hour later the patient felt shaky and was sweaty. The patient did not seek any medical attention or contact their physician for assistance. The issue was resolved over the phone. The meter was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen and how long symptoms lasted. The complaint is being reported since the patient alleged that since she was unable to obtain a blood glucose reading on her meter she developed symptoms an hour later suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.